Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the customer is having difficulty with the cmc-v generators. There are 2 in questions (B)(4). During use, the generators are cross functioning and they cannot verify if both are doing the same thing. It appears that the coaq function is cutting. The sales rep reported "no patient injury, there was a delay in surgery, but no more than 30 minutes". On (B)(6) 2014, further information based on a conversation with the sales rep, she explained that when the surgeon wanted to achieve coag only, but the unit was cutting which caused bleeding. There were no additional adverse consequences and no delays greater than 30 minutes. It was also noted that the event only occurred with one unit. The other unit is being sent in as a precautionary measure. There was no event associated with the second unit reported.

Manufacturer narrative:
Supplier evaluation of both units s/n (B)(4) revealed the following: we were unable to duplicate customer complaint. Coag and cut waveforms are correct. Output power is within specifications both units were fully functional on receipt. Units required update per dcr's 9497 (video bd) and 9326 (power supply bd) fix: undated per dcr's 9497 (video bd) and 9326 (power supply bd). Retested unit. Units passed on final acceptance test. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.